Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen wake/sleep button was intermittently unresponsive on three occasions, though it was functioning at the time of the call; the patient continued to receive vibration feedback, and the agent provided education on the button¿s pressure-sensitive design and performed a firmware update. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, no hospitalization, and continuation of therapy. Investigation included customer communication, troubleshooting, and software update. Investigation of this case revealed an intermittent device usability and interface issue consistent with a mechanical or interface sensitivity of the wake button, with functionality restored following education and firmware update. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with a pressure-sensitive control and possible software behavior, not a confirmed hardware failure.